Manufacturer narrative:
Concomitant products: oxford twin peg femoral catalog# 161468 lot# 702900, oxford right medial tibial tray catalog# 154719 lot# 271520. Event is being reported to FDA on three medwatches since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 3 of 3 mdrs filed for the same patient (reference 3002806535 - 2016 - 00932 / 3002806535 - 2016 - 00933).

Event description:
It was reported that the patient underwent a revision procedure due to pain 12 months post implantation.